Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had multiple pump error and reservoir was leaked. Customer¿s blood glucose was unknown at the time of incident. Customer is unsure if leak is past 1st or 2nd o-ring. Customer states there is not an air bubble in the reservoir. The customer states that they were able to clear the alarm but unable to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected the main arm cannot communicate with the motor arm, the hardware rtc date and time disagrees with the software maintained date and time, or the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms noted during testing. However, the hardware rtc date and time disagrees with the software maintained date and time and the main arm cannot communicate with the motor arm alarms are found in the downloaded history files due to a software error. The motor was tested outside of the device and passed.